Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the motor device ran hot then stopped. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was running hot then it stops was confirmed. An assessment was performed which found that the device stopped running after 3 minutes of run time. It was observed that the device was hot to touch. During repair it was observed that the flex-circuit potting was cracked and the big and small bearings were worn out. It was determined that the flex-circuit and bearings were worn out from normal use over time. It was further determined that the worn out bearings caused the excessive heat, which triggered the e6 error code for the device to stop running. The assignable root cause was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.